Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -13.5/+1.0/063 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
D4: unique identifier (UDI)# - #(B)(4). Should be added to the initial MDR. Claim #(B)(4).